Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp was inserted via the femoral artery in a 86 year old male patient who presented in scai shock stage e. The patient's comorbidities were unknown. Post insertion there was a hematoma noted that resolved with manual pressure. The patient was transferred to the ICU where there were no more noted going complications. However, the decision was made to withdraw care which is most likely due to the patients critical clinical presentation. The patient expired.